Event description:
It was reported that the patient underwent a reported routine transplant. During the evaluation of the pump, an issue was revealed with initializing the current in bearing phase 1, resulting in a loss of the ability to start the pump post-support. A specific cause for this was not conclusively determined; however, the issue did not appear to have been present during support.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.